Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a proglide device. A total of four proglide device sutures were implanted. Reportedly, during implantation of two of the proglide devices, the sutures did not work. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4: lot # corrected from 4013142 to 4011642. D4: primary UDI number corrected from (B)(4). H4: device mfg date corrected from 1/31/2024 to 1/16/2024. Analysis was performed on the returned device. The insufficient information was observed as a needle to cuff miss and difficult to close foot. However, the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the observations from the returned analysis, the investigation determined, that the unspecified failure mode and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The difficulty to close foot was likely due dried blood was observed around the foot area. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.